Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 was failed, displayed an error message as duplicate detected and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1-1 was failed. The field service engineer (fse) investigated traditional causes such as worn cables, aluminum foil debris, and pixie bus cable issues but found no indications. The drawer was removed and inspected; all components appeared functional. Cable connections were reset, and internal connections to roll boards and row boards were checked. All pockets were released, and contacts cleaned. Finally, duplicate pocket failures were deleted in collaboration with the pharmacy technician, clearing all errors. The system functioned as intended after the field service engineer resolved the issue.